Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material clogging the air/water nozzle could not be identified and a definitive root cause of the issue could not be determined, as there was no device deformation that might contribute to the retention of foreign material and it is not known of the facility reprocessing was implemented in accordance with the IFU, however, it is likely that the issue was the result of insufficient cleaning /reprocessing. The event may be detected/prevented by following the instructions for use which states: chapter 3 preparation and inspection, 3.3 inspection of the endoscope and 3.8 inspection of the endoscopic system ¿8 inspect the air / water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities¿. (A)inspection of the water feeding function ¿1 cover the spray valve hole with your finger. 2 depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image¿. (B)inspection of the spray function ¿1 cover the spray valve hole with your finger. 2 depress the valve till the first stop position (till the 1st step) and confirm that emission of water spray is observed in the entire endoscopic image¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During the inspection of the returned device, other malfunctions found were nozzle had foreign objects. Due to damage on the up/down knob, water tightness was lost. Adhesive on the distal end had a crack and had white clouded area. Switch 1 had a scratch. Switch 4 had wear. The protector of the universal cord on control section side had a scratch. The plastic distal end cover had a dent. The connecting tube had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
During inspection of a returned device, the technician reported clogged nozzle. The customer did not report any device malfunction(s). No patient was involved in this event. During the evaluation it was found that the nozzle was clogged with foreign matter. This medwatch report is being submitted to capture the reportable malfunction found during evaluation.